Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery depleted quickly. Customer's blood glucose was 293 mg/dl. Customer reverted to using an alternate method of insulin therapy.